Event description:
It was reported that during a hemi hepatectomy procedure, misformed clips, clips fell out of instrument, could be removed, no further information is available. Procedure was completed with same like device. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the instrument (a) we received was non-functional. The instrument was returned with a disengaged drive link. An attempt was made to cycle the applier, however the jaws of the device did not closed due to the disengaged drive link. We have documented the reported circumstances and analysis results. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Instrument (b) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. (B)(4).